Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: we are unable to perform any investigation as neither catalog number nor lot number are provided, no samples displaying the reported condition are available for examination (even if a tracking number is available). A device history record could not be completed as no lot number was received. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the plunger of the unspecified bd¿ pen needle plunged "straight down" without a "click" and failed to deliver medication during use. A second pen was received as a replacement, but was also found to be defective as the "arrow" didn't "line up on the back" and the plunger was difficult to move to inject medication. The following information was provided by the initial reporter: "he stated that the first pen was broken because the plunger just "plunges straight down" and does not click and no medication would shoot out. He stated that because this pen broke, he received a replacement pen. He received the replacement pen in the mail and used the replacement pen yesterday. However, the replacement pen was also defective as he stated the "arrow does not line up on the back". When he pushes the plunger to inject the medication, it was hard to push down. When he injected himself this morning, he got a yellow bruise on his stomach from pushing so hard to get the medication to go in. He stated that he has used previous pens before and the arrows in the back lined up and it was not this hard to push down the plunger."